Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The dealer/service rep was advised to reload the database. No further issues were reported. MFR cross reference number: (B)(4).

Event description:
The dealer reported that the system locked up after the exposure, but before completing the transmission. It is possible that the image was retaken, resulting in unintended radiation exposure.